Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 850mg/dl with shortness of breath, nausea, vomiting, confusion, chest pain, strong fruity breath odor, rapid, deep breathing, confusion, difficulty waking up and large ketones. The patient was taken to the hospital and treated with insulin via pump and IV fluids. This report is being made due to the bg excursion the patent experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: the black box shows the pump was manually suspended on (B)(6) 2015 08:55 and manually resumed at 09:22. On (B)(6) 2015 20:52 a replace cartridge alarm was recorded; deliveries resumed at 21:31. On (B)(6) 2015 16:07 an unexplained loss of prime occurred. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.